Event description:
Manufacturer report number 3006705815-2019-01130.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
Manufacturer report number 3006705815-2019-01130. It was reported that patient experienced cramping symptoms and upon reprogramming the device the issue was not resolved. Patient had effective therapy however within the past few months loss of therapy effectiveness was observed. Patient had no traumas and a computerized tomography was performed showing worsening of spinal stenosis which was suspected to be the cause for loss of therapy. Patient¿s cramping symptom was resolved via turning off the stimulator. Device system explant procedure is anticipated. Patient was stable otherwise.